Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer's insulin pump alarmed compromised force sensor system. The patient's blood glucose at the time of incident was 82 mg/dl. The alarm occurred during normal use. The insulin pump was returned and replaced.

Manufacturer narrative:
The insulin pump was received unable to prime during the prime test and alarmed motor error alarm during basic occlusion test due to loose protruded drive support disk also, unable to perform self-test, off no power test, a21 error test, occlusion test, no delivery test due to prime anomaly. No a33 alarm noted. The insulin pump passed idle current test, run current test, displacement test and rewind. The insulin pump had minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.